Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that a port needle assessed and shard of plastic present inside the hub where we would attach it to the connector to prime with saline. Port needle set aside and another used for today's treatment. The incident occurred prior to use and there was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in device is confirmed and was determined to be supplier related. One 19ga x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed no obvious use residue on the sample. The dust cap was attached to luer hub and the needle cover was present. The returned sample was evaluated and a white piece of material was observed inside the luer hub. Microscopic inspection of the device found that damage to the stem of the dust cap was present. The damage to the cap appeared to approximately match the size and shape of the white material found inside the luer adaptor. The shape, location, and extent of the damage observed on the returned sample suggests that the dust cap may have been damaged during the manufacturing process. The supplier has been notified of this event and corrective actions have been implemented. This complaint will be recorded for future trending and monitoring purposes.